Event description:
During testing, low fio2 alarm and disconnect alarm occurred. Calibrating the o2 sensor did not resolve the issue. This issue was solved by replacing the o2 sensor. There was no patient involvement in this case.